Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station repeatedly rebooted after medications were pulled. A field service engineer replaced the power supply as a precautionary measure in case it was contributing to the issue. The battery on the station was confirmed to be in good condition, as verified through the test application. All doors, drawers, pockets, and the remote manager were opened and closed using the test application, and the machine did not lose power during this process. All tests were performed except for the universal serial bus (usb) test, and the final test was conducted only for the cubie drawers. During the inspection, some medications and staples were found in a few cubie drawers and were removed. The machine did not reboot at any point during these procedures. The fse, along with the customer, consulted the user to inquire about the issue. The user reported that the problem did not occur frequently and mentioned that one of the medications involved was ketorolac. A user performed an inventory count of the medication, and the device did not power down or reboot during the process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was rebooting repeatedly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.